Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current (lc) test. The earth lc normal was 989.0 microamps with limit specifications of 4.0 - 300.0 microamps. The earth lc single fault normal was 989.0 microamps with limit specifications of 4.0 - 500.0 microamps. The earth lc single fault reverse was 989.0 microamps with limit specifications of 4.0 - 500.0 microamps. There was no patient involvement as this event occurred during device testing by baxter.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test and the device failed the rite electrical test for earth ground leakage. The assignable cause for the rite electrical test failure was determined to be pneumatic system fluid ingress.